Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense and shock electrograms which caused 3 inappropriate shocks to be delivered. It is reported that the patient walks with 2 canes which has been shown to reproduce noise. The noise does inhibit pacing. All lead diagnostics are normal.